Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the moderately calcified,chronic totally occluded, 40% stenosed mid circumflex (cx) a 2.5 x 16 mm nd a 2.5 x 8 mm non-abbott stent were used to restore flow to the vessel. A few hours later the patient did not feel well; using a control echocardiogram (ECG/EKG) the proximal part of the vessel showed a perforation leading to pericardial effusion. A 2.8 x 16 mm graftmaster was delivered, however, the bleeding continued as the perforation was not fully covered. A second 2.8 x 19 mm graftmaster was positioned proximal to the first and inflated to 15 atmosphere, however, there was no inflation and blood backup in the catheter was noted. A simple long balloon dilatation inflation was performed to stop the bleeding and a non-abbott bare metal stent (bms) was used t cover the affected area. The patient was reported as fine post procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: choice pt; guide cath: ebu 3.5 mdt; stent: two promus element (2,5 x 16 mm & 2,5 x 8 mm). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other graftmaster referenced is being filed under a separate manufacturing report number.